Event description:
It was reported that at the end of surgery, after cartridge exchange, leakage was noticed from the bottom of the cartridge. No report that actual patient and/or user harm occurred or surgery was prolonged/delayed.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that at the end of surgery, after cartridge exchange, leakage was noticed from the bottom of the cartridge. No report that actual patient and/or user harm occurred or surgery was prolonged/delayed.

Manufacturer narrative:
Despite previous information provided the eva cartridge involved in the reported event was not returned to dorc. Hence, no physical investigation could be performed to confirm the reported leakage or to determine its cause. Eva cartridges are 100% tested on leakage during final release testing. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Based upon the investigation findings and taken into account that the presence of the reported cracks could not be confirmed, the investigation performed does not lead to a clear conclusion regarding the cause of the reported event. Based upon additional information received the reported issue did not affect the performance of the cartridge (i.e. I/a balance in the eye)/ therefore, the reported event could not lead to serious deterioration in the state of health of the patient. Hence, based upon the latest available information the case is considered not reportable.

Manufacturer narrative:
This case was initially reported on an eva cartridge only. As the involved eva cartridge was not returned to dorc, no physical investigation could be performed to confirm the reported leakage or to determine its cause. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Therefor this case was closed without a clear conclusion regarding the cause of the reported event. After closure of this case a pump module was returned that was reported to be related as well. The complaint description clearly states a problem with the cartridge and does not refer to a problem with the pump. However, the returned module was investigated. Visual inspection of the returned module revealed that the pump had been opened before return and electrical connectors and pressurized air tubes have been swapped around. Functional inspection of the module revealed that the pump was not functioning within specifications. Based on the fact that the pump was returned one year after the occurrence of the incident and visual inspection revealed the pump had been opened, it cannot be concluded that the condition of the pump as received was the same as the condition of the pump at the time of the incident. In addition, the complaint description does not refer to a problem with the pump. Therefore, the cause of the reported event remains unclear.trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pu-ce-leakage). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
It was reported that at the end of surgery, after cartridge exchange, leakage was noticed from the bottom of the cartridge. No report that actual patient and/or user harm occurred or surgery was prolonged/delayed.

Manufacturer narrative:
The product has been received for investigation. Investigation is ongoing.

Event description:
It was reported that at the end of surgery, after cartridge exchange, leakage was noticed from the bottom of the cartridge. No report that actual patient and/or user harm occurred or surgery was prolonged/delayed.